Event description:
An employee was walking past an or room and noticed smoke, then sparks and finally a momentary fire going upwards from this device(aspect medical, model a-2000). There was no one in the operating room at this time and none of the medical equipment was in use at this time. A fire extinguisher was got and the fire pull box was activated. The staff responded to the fire alert. The fire was already out. The monitor was mounted on an IV pole and plugged into a powered column coming down from the ceiling. There were no signs of fluids mounted above this monitor.